Manufacturer narrative:
A product evaluation/investigation summary was performed. The investigation of the complaint articles indicates that: it was reported that two 1.5mm va locking screws (02.130.212 x2) were unable to be locked to a 1.5mm va locking y-plate (02.130.253) during a right third metacarpal open reduction internal fixation procedure. The construct was removed and replaced after a 40-minute surgical delay; no patient harm. The returned devices were examined and the complaint condition was able to be confirmed as both the locking threads of the screws and the variable angle locking holes of the plate were found to be malformed; the observed condition would inhibit the ability to lock screws to the plate intraoperatively. The complaint condition was unable to be replicated due to post-manufacturing damage. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. The 1.5mm variable angle locking y-plate (02.130.253) and 1.5mm variable angle locking screws (02.130.212 x2) are components of the variable angle locking hand system the system is indicated for fracture fixation of the hand and other small bones. The system plates feature variable angle locking holes which accept 1.5mm va locking screws within a 30-degree cone of angulation. No device history review was unable to be performed for the returned devices as no lot numbers were provided and the devices are not etched. Relevant drawings for the returned devices were reviewed (current revision as manufacture date is unknown the design, materials and finishing processes were found to be appropriate for the intended use of this device. No dimensional analysis is possible due to post-manufacturing damage. No device material testing is necessary based on the observed post-manufacturing damage of the received device; this failure mode is likely related to attempted insertion of screws outside of the accepted 30 degree cone of angulation. No device history review was unable to be performed for the returned devices as not lot numbers were provided and the devices are not etched. The complaint histories for the 1.5mm variable angle locking plate family (02.130.250-268) and 1.5mm variable angle locking screw family (02.130.204-224) was reviewed from 1/2008. This complaint condition is adequately covered by the risk assessment. This complaint is confirmed. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional device product code: hrs. (B)(4). Due to the intra-operative events, the device was not successfully implanted. An alternate device was used to complete procedural step. As such, implant/explant dates are not applicable. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an open reduction internal fixation (orif) of the right third metacarpal on (B)(6) 2017, the surgeon was using the 1.5 mm variable angle locking y-plate, but 2 of the locking screws would not lock into the head of the plate. When the surgeon attempted to lock the two (2) 1.5 mm variable angle locking screws, they spun. The surgeon had to remove the implants set and used another set from another company. There was no harm caused to the patient. The surgery was completed successfully with a 40-minute delay. The patient outcome was stable. Concomitant devices reported: 1.5 mm cortex screw self-tapping- with t4 stardrive recess 10 mm (part #: 02.214.110, qty: 1). 1.5 mm cortex screw self-tapping- with t4 stardrive recess 11 mm (part #: 02.214.111, qty: 1). 1.1 mm drill bit/mqc for threaded hole /56 mm (part #: 03.130.202, qty: 1). 1.5 mm variable angle- locking screw self-tapping with t4 stardrive recess 12 mm (part #: 02.130.212, qty: 1). 1.5 mm variable angle- locking screw self-tapping with t4 stardrive recess 10 mm (part #: 02.130.210, qty: 3). This report is for one (1) 1.5 mm va-locking screw. This is report 2 of 3 for complaint (B)(4).